Event description:
Customer contacted mar cor (mcp) to report their portable reverse osmosis machines were leaking with water going into adjacent rooms. Patient treatment delayed.

Manufacturer narrative:
The customer stated that some treatments were delayed due to the leaking. Replacement valves were shipped for all 11 machines because customer could not identify which machines were leaking. The leaking part(s) was a backflow preventer on the incoming supply water to the portable ro machines. This backflow preventer is not part of the device but was installed on their incoming water lines at the customer's request to meet local plumbing code requirements. Measurement of the incoming water supply showed wide pressure fluctuations from 20psi to 60 psi on a routine basis. A backflow preventer specialist is evaluating to identify a different valve to utilize. This will be monitored within marcor purification complaint system. If additional information is received, this complaint will be evaluated.